Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced a charger performance issue in which the charging pad required manipulation to initiate charging of the ilet, and the problem persisted across multiple wall outlets; a replacement charging pad was shipped after troubleshooting and education were completed. Symptoms included no clinical symptoms. Outcomes included no impact to health or medical care. Investigation included customer interview and basic troubleshooting confirming persistent charging difficulty despite outlet changes. Investigation of this case revealed a suspected malfunction of the charging pad component affecting power transfer to the device. It was concluded, based on previously established findings for similar reports, that the cause was likely a defective charging accessory.